Manufacturer narrative:
The piece presented undyed and blue mesh structure with embedded tissue. The embedded tissue is more noticeable than the implant itself. A rupture as described by the customer cannot be determined at the explanted mesh/ tissue piece. It seems to be a part of a (ultrapro) mesh based on the measured size of the returned mesh/tissue piece. No further investigation could be performed at the explanted sample. The cause of the described rupture could not be determined.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on (B)(6) 2016 and the mesh was implanted. Following the procedure, recurrent hernia was discovered centrally sly; had established itself otherwise. Now other mesh was used to repair. Additional information has been requested.

Manufacturer narrative:
A tissue sample was submitted to the (B)(6) that had a sample of ultrapro mesh embedded in the tissue. A CT x-ray analysis was performed on the tissue to determine if the mesh sample was present and to examine if any defects or holes were present in the mesh. After careful examination of the data from multiple angles, no holes in the mesh were detected in any of the scans or angles observed.